Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. The stop (idle) current test and run current test were in specification. No blank display anomalies noted during testing. Device received with corrosion on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor.